Manufacturer narrative:
B3: event date was estimated.   No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at home watching the system monitor and noted pump speed drops without any changes in flow while they were at home. The patient reported that these occurred in the few days prior to (B)(6) 2024, but was unsure of the exact timing. A review of the log file did not display any low speed alarms; however, there were multiple pulsatility index (pi) events which can cause the pump to drop to the low speed limit and were considered routine.

Manufacturer narrative:
Section d1: corrected. Section d4: catalog number and primary UDI number corrected. Manufacturer's investigation conclusion: the reported decreases in speed could not be confirmed via the submitted log files. A specific cause for the reported events could not be determined though this evaluation. The submitted controller event log file contained events from (B)(6) 2024. Of note, there were several pulsatility index (pi) events captured throughout the log file. The system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed and pulsatility index (pi). This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Furthermore, there are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. D, is currently available. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.